Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. (B)(4). The pump was not returned for evaluation, as it was not explanted. An autopsy was not performed. A direct correlation between the device and the reported events could not be determined through this evaluation. The instructions for use lists right heart failure, infection, sepsis, thrombus, respiratory failure, cardiac arrhythmia, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department on (B)(6) 2015 after having been short of breath for approximately two weeks. Upon admission the patient was hypotensive, hypoxic and acidotic and was intubated for respiratory distress. It was also reported that the patient had recently been seen for enterococcus septicemia and previously unreported recurrent driveline infections that were treated with antibiotics. It was reported that although the patient's clinical history was suspicious for septic shock, the immediate concern was right ventricular failure precipitating multiple left ventricle "lockdown" events related to decreased preload and under-filling of the left ventricle despite maximal right ventricle support with epinephrine, milrinone and flolan. The patient developed flash pulmonary edema and acute respiratory distress syndrome (ards) requiring bi-level ventilation and pharmaceutical induced paralysis. The patient was also treated with broad spectrum antibiotics. The patient's initial transthoracic echocardiogram revealed that the aortic valve was not opening with the lvad speed at 9600rpm and the lvad estimated flows were between 5-6lpm. The patient developed atrial fibrillation with rapid ventricular response, and a follow-up echocardiogram revealed moderate mitral stenosis and the aortic valve was opening with each ventricular systole. On (B)(6) 2016 the patient experienced ventricular tachycardia that was refractory to cardioversion, amiodarone, lidocaine, and procainamide. Emergent left heart catheterization showed a large thrombus in the left coronary cusp occluding the left main coronary artery. The patient was administered two doses of tenecteplase with no improvement in clinical condition. The patient was started on comfort care per family wishes and expired on (B)(6) 2016. The reported preliminary cause of death included cardiogenic shock, with secondary diagnoses of acute respiratory failure, pulmonary edema, right heart failure, sepsis and ventricular tachycardia. An autopsy was not performed.